Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and other injuries and subsequently expired the same day, it is alleged to have been caused by exposure to the product naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.